Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has tip bent as part of overall visual revision. The unit returned is bent at 114cm and kinked at 162cm from the spring tip , also the spring tip is damaged (bent and unraveled). Outer diameter (od) measures at the proximal section: 0.0180 in, od at the middle section: 0.0180 in, od near to the spring tip: 0.0180 in. The od dimensions were found within specification. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as: 2134265-2017-12017, it was reported that the balloon catheter froze on the wire. The target lesion was located in the superficial artery. An .018 platinum plus¿ guide wire was advanced to the lesion. A 6.0 mm x 80 mm 135 cm ranger balloon catheter was advanced over the platinum plus¿ guide wire and the two devices became stuck together inside the patient. The devices were removed together and the procedure was completed with another of the same device. There were no patient complications reported an the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-12017. It was reported that the balloon catheter froze on the wire. The target lesion was located in the superficial artery. An .018 platinum plus¿ guide wire was advanced to the lesion. A 6.0 mm x 80 mm 135 cm ranger balloon catheter was advanced over the platinum plus¿ guide wire and the two devices became stuck together inside the patient. The devices were removed together and the procedure was completed with another of the same device. There were no patient complications reported an the patient's status was stable.